Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the helix of one of the pacing leads exhibited a retraction issue. The pacing lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the pacing lead is a right atrial (ra) lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. There was blood on the proximal conductor of the lead, and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was able to be extended/retracted but there was difficult due to helix bent. Back marks were found on the monolithic controlled release device(mcrd), and this indicated that the helix bent against the mcrd and prevents torque transfer during extension/retraction of helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.